Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported tat the defibrillator experienced a "therapy knob failure." There was reportedly no patient involvement.